Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that cup was revised.

Manufacturer narrative:
An event regarding loosening involving an pca shell was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed that concludes "the shell, liner, and head had material damage consistent with cyclic contact of the head against the liner and shell. No material or manufacturing defects were observed on the device features examined." Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is wear of a (B)(4) insert. Material analysis demonstrated common modes of liner damage including, abrasion, scratching and burnishing causing a material loss in the liner. This loss of material lead to an asymmetric articulation between the femoral head and acetabular liner and metal and metal contact between the femoral head and acetabular shell. It is presumed the biologic response to the debris this generated lead to loss of fixation of the acetabular shell to the bone. There is insufficient documentation presented to further complete this assessment." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the mar analysis concluded the shell, liner, and head had material damage consistent with cyclic contact of the head against the liner and shell. This was consulted along with the medical records by the clinician who concluded that primary harm is wear of a tha acetabular polyethylene insert. Liner damage including, abrasion, scratching and burnishing causing a material loss in the liner. This loss of material lead to an asymmetric articulation between the femoral head and acetabular liner and metal and metal contact between the femoral head and acetabular shell. It is presumed the biologic response to the debris this generated lead to loss of fixation of the acetabular shell to the bone. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that cup was revised.